Event description:
This device was returned with oos documentation from biotronik representative. Per oos, "noise on the rv lead caused multiple vf therapies to be delivered by the device." This lead also exhibited intermittent loss of capture. This lead was replaced with a linox sd 65/16.